Event description:
It was reported that during a pci procedure, the maverick otw balloon ruptured. The lesion was located in the calcified, tortuous, mid left anterior descending (lad) artery. The balloon ruptured between 8 to 10 atms on the initial inflation. The procedure was successfully completed with another maverick otw 2.0 x 20 mm balloon and the deployment of a stent inside the previously placed stent. There were no reported pt complications. Pt status listed as "good."

Manufacturer narrative:
The complaint source confirmed that the product had been disposed. The manufacturing records for top assembly batch 9053098 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the event is unknown.